Event description:
The customer reported that the pt had been admitted and then connected to the monitor. The pt had a pacemaker, but the heart was not responding to the pace stimulation on a regular basis. The pacemaker pulse was not detected, but was seen as a qrs. The settings were changed, but the pace spikes were still not detected and the monitor counted the spikes as qrs. The pt expired.